Event description:
A medtronic representative reported during a functional endoscopic sinus surgery (fess) procedure that after performing a successful tracer registration , the surgeon felt 1 cm inaccurate when he was navigating deep in the sinuses. Surgeon elected to proceed using navigation superficially where he was accurate, but did not use it where he felt he was inaccurate. No impact to the patient outcome was reported.

Manufacturer narrative:
Patient weight provided.

Manufacturer narrative:
The patient weight has been requested, but is unavailable. A medtronic representative tested navigation accuracy on a demo model head. System/instrument checkout found the system to be accurate. Tracer pattern from stealth archive noted to be on front of face only and did not include any points posterior to the face. The rep will follow up with the surgeon to suggest including both anterior and posterior tracing when surgical area of interest is deep in the sinuses.